Manufacturer narrative:
The full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood and body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix retracted and bent. Tissue/blood was visible inside the lead. Alcohol was used to remove the tissue/blood.

Event description:
It was reported that during implant attempt, the helix would not fully deploy on the right ventricular (rv) lead even after multiple turns. The physician removed the lead from the body and was still unable to fully deploy the helix. The rv lead was not implanted and another lead with a longer length was used. No patient complications have been reported as a result of this event.